Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported that an individual received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 26136b, reader sn: (B)(4). 2 repeat cue test(s) performed on (B)(6) 2022 provided positive results. Prior to the false negative cue test result, individual performed 4 cue tests on (B)(6) 2022 and received positive results. Individual had symptoms of congestion and a cough beginning on (B)(6) 2022.